Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse discovered the area of leak clean and dry. The fse opened the left side of the analyzer; finding reagent in drip pan of reagent side of analyzer and discovered the hgb lyse reagent leaking from the syringe. The fse replaced the o-rings and pistons to the reagent syringe assembly for all reagents. The fse then re-examined areas for additional leaks, none discovered. The fse verified operation and system with passing startup and controls. Failure mode: hgb reagent syringe assembly. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that approximately 200 cubic centimeters (ccs) of hemoglobin (hgb) lyse reagent leaked from the coulter ac-t 5 diff cap piercer (cp) analyzer. The customer stated that a new bottle of hgb / lyse was installed the day before just before leaving site. She returned in the following day ((B)(6)2013) and the bottle was half empty. The customer checked the bottle and cap and they were fine. The customer found no tubing disconnected, but did see liquid under the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat during this event. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.